Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event after morning physical activity while using an ilet system with a 23 inset infusion set, and customer support advised pausing insulin during activity; the user treated with orange juice, milk, and peanut butter, and blood glucose recovered to approximately 90 mg/dl. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included self-treatment at home, no healthcare utilization, stabilization of glucose, and no ketone testing. Investigation included collection of event details and user troubleshooting and education regarding activity-related insulin adjustments. Investigation of this case revealed no device alarms or malfunctions reported and no device component failure identified, with activity-related increased insulin sensitivity considered. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.